Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support on how to reset the pump, and after completing the reset, the cgm error code did not reappear. The caller successfully initiated a new sensor session.